Event description:
On (B) (6) 2009, the patient reported, he has not been able to read the display screen on his insulin infusion device for the past week. He stated there is a line through the display. He stated he tried to change the battery earlier. The patient was advised to remove and reinsert the battery. He did so, but he could still not read the display. He said his device has not been dropped, scanned or exposed to water. The patient removed the battery, inserted it into his backup infusion device and its display successfully came on. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.